Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "reconstruction of the tibial diaphysis with transfer of the tibial head onto the proximal fibula". Literature article "reconstruction of the tibial diaphysis with transfer of the tibial head onto the proximal fibula" (2004) by a. Marx , j. Pförtner, g. Saxler published by trauma surgeon doi 10.1007/s00113-004-0875-y was reviewed. The article purpose: to present a case report regarding reconstruction of the tibial diaphysis with transfer of the tibial head onto the proximal fibula. The article reports: a 69-year-old patient presented herself with referral diagnosis of "right knee osteoarthritis". The patient reported that a lower leg bone infection had occurred in childhood. There was no trauma with bony injury. Due to the lower leg osteomyelitis, a high-tibial surgery was carried out at the age of 6 years. Detailed information on the type and scope of the index intervention was not known. The required implant size on the tibial side of the dysplastic ventromedial cortex was gr. 1 (type lcs, johnson & johnson, depuy, warsaw/in, USA). However, implantation of the tibial component resulted in a fracture of the ventral cortical bone, which was osteosynthetically treated with wire cerclage. Wire manufacturer was not disclosed. Patella resurfacing and cement usage/manufacturer was not disclosed. Outside of the intra-op fracture, no other complications occurred. In the long-term follow-up in this case, no significant loss of function of the knee joint occurred. Depuy products involved: lcs knee system. Complications: insta-op fracture (1), surgical intervention (1).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.